Manufacturer narrative:
Di: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2019 a biozorb was implanted, the patient reported suffering from a hard, painful lump and reddening of the skin near the area where the biozorb device was implanted. The patient also reported that the pain worsened upon touch and also reported frequently suffering from shooting pains around her right armpit and back that originate from the site of the biozorb device. The patient reported that these pains affect daily life, make it difficult to sleep or lay on the right side, and make it difficult to lift the arm while driving. No additional information available.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 51-year-old woman with 191 pounds, who underwent a mammogram and core biopsy with a diagnosis of right breast atypical ductal hyperplasia. On (B)(6) 2019, the patient underwent an excisional biopsy with savi localizing device used to localize the clip. Patient had a follow-up mammogram on (B)(6)2019, which indicates: a 1.6 cm invasive ductal carcinoma with ductal carcinoma in situ grade 1-2 with positive inferior and superior margins and a 4.8 mm suspicious nodule of the left (contralateral) breast upper outer quadrant (pathology report unavailable). Ultrasound of both breasts was negative. On (B)(6) 2019, the patient underwent a re-excision lumpectomy, sentinel lymph node biopsies, and biozorb implant of the right breast for positive margins on the primary excisional biopsy. The implantable device was sutured into the lumpectomy cavity (2x3 (B)(6); f0203; lot# b1-190410; exp: 09/30/2021). During the same surgery the patient had a right breast oncoplastic repair and left breast reduction for symmetry performed by a plastic surgeon. The 40mm cookie cutter was used to make an imprint around the right nipple areolar complex. This was then incised along with the standard wise pattern incisions. Skin was then de-epithelialized. Skin flaps are elevated. The surgeon then performed the lumpectomy and the lymph node work. Hemostasis was then obtained with the bovie electrocautery. The pedicle was secured to the pectoral fascia with 2-0 vicryl sutures¿. The patient remained hospitalized overnight and was discharged in stable condition on (B)(6) 2019. No more additional medical records available to review. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.